Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was a non-original equipment management (OEM) part. There were invalid syringe messages present in the event history log. During the functional testing the reported issue was not able to be duplicated. The size was within factory specifications for size also. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Device was placed in quarantine due to the presence of non-OEM top case.

Event description:
It was reported that the pump exhibited a syringe barrel clamp not recognizing syringe error. No patient injury or involvement were reported.